Event description:
The customer reported an ad channel 3 error. No patient injuries were reported.

Manufacturer narrative:
A ge service rep troubleshoot the system, and found the igbts were broken on the snubber pcb, also the battery packs were dead. He replaced the batteries, snubber pcb, and power cap module. The unit is working as intended.